Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that on (B)(6) 2008 the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence, anterior vaginal prolapse, uterine prolapse, menorrhagia, and dysmenorrheal and mesh was implanted along with the concurrent procedures of abdominal sacral colpopexy, sigmoid rectopexy, enterocele repair, cystoscopy, and hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent urethral collagen injections for the treatment of sui (B)(6) 2008 and (B)(6) 2008. The report indicates no extrusion and that the doctor could see a little bit of the mesh for a few centimeters anteriorly but little to none posteriorly overall. On (B)(6) 2011 it was reported that on pelvic examination the patient had a cystocele with hypermobility of the anterior vaginal wall, significant bladder neck hypermobility and a positive cough test. She had a distal rectocele, perineal bulging and a ridge near her left urethrovesical angle; no actual erosion was visible. It was reported that the patient underwent cystoscopy and bladder hydrodistention for pelvic pain on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.